Event description:
The customer reported the ventilator was alarming during pre-use testing due to a an occlusion. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported complaint. The service technician reported the blower would not operate, which could result in no ventilation during normal ventilation mode operation. The service technician replaced the motor controller pcb board to address the reported problem. Applicable final testing was completed and passed to operating specifications.